Manufacturer narrative:
We are in process of investigating this event. A follow up report will be submitted upon completion of the investigation. The field service report dated 02/04/2010 had indicated that service was performed on the ensite classic system and no problems were found. Date the initial rptr provided the info to the MFR: 02/02/2010.

Event description:
It was reported that during a left atrial ablation, a dual transeptal puncture was performed. During the ablation, there was a shift on the cartography for the right pulmonary vein and for the left pulmonary vein. There was a pericardial effusion and a tamponade. The shift was not visible on the compact disk (cd) as a recording was not performed. An enguide alignment was performed but the physician said that the event occurred before the alignment when the shift was present. A pericardiocentesis. Was performed to resolve the effusion. The physician alleged that the precision of the tridimensional cartography caused the perforation. A brk xs transseptal needle ((B) (4), lot 2896703) and three ibi device, steerable diagnostic catheter ((B) (4), lot k15843), optima steerable diagnostic catheter ((B) (4), lot k21484) and a cool path duo ablation catheter ((B) (4), lot number k21320) were used during the procedure.